Event description:
It was reported that the batter of the hand held computer's battery was "deformed," was having connection problems and the on/off procedure was "not working good". No further info was provided. A replacement device was sent to the site. The device has not been returned to the MFR for analysis. Good faith attempts to obtain additional info have been unsuccessful to date.